Event description:
It was reported that this right atrial (ra) lead delivered paces that were captured in the right ventricle. The cardiac resynchronization therapy defibrillator (crt-d) undersensed the paces and overpaced the patient as a result. Technical services (ts) suggested an x-ray to determine the lead's location. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).